Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the 90% stenosed, anterior descending (ad) with moderate calcification and tortuosity and both diagonal branches. Three 0.014" guide wires were advanced and the lesion in the first diagonal branch was pre-dilated with a 2.75x15 mm nc balloon at 8 atmospheres (atm). Another, 2.0x8 mm nc balloon was advanced and inflated at 12 atm in the second diagonal branch. Next, the 2.0x15 mm xience alpine stent delivery system (sds) was attempted to be advanced; however, it could not advance to the target lesion. There was reported poor manageability and upon removal it was found to have a damaged stent mesh and a fractured catheter. A non-abbott stent was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: health effect clinical code 4582 removed and 2687 added. Health effect impact code 2199 removed.

Event description:
It was reported that the procedure was to treat the 90% stenosed, anterior descending (ad) with moderate calcification and tortuosity and both diagonal branches. Three 0.014" guide wires were advanced and the lesion in the first diagonal branch was pre-dilated with a 2.75x15 mm nc balloon at 8 atmospheres (atm). Another, 2.0x8 mm nc balloon was advanced and inflated at 12 atm in the second diagonal branch. Next, the 2.0x15 mm xience alpine stent delivery system (sds) was attempted to be advanced; however, it could not advance to the target lesion despite using the required support. The sds was simply withdrawn and upon removal it was found to have damaged stent mesh and a fractured catheter. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the material on the distal end of the stent delivery system was torn and jagged. It cannot be determined if any piece is missing and there is the potential that a portion remained in the patient.

Event description:
Subsequent to the previously filed reports, the following information was provided: returned device analysis identified there was no break or separation as reported. Instead, the material on the distal tip was torn and jagged and the stent was moving on the delivery system. Follow-up with the site was performed and the account stated they were aware of the dislodgement and torn tip and they were noted when the device was removed. The site reported that the whole device was completely removed from the patient. No additional information was provided. Although the site said nothing remained in the patient, the return goods lab stated that they could not confirm whether all of the pieces were present.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation, torn tip, and stent dislodgement were confirmed. The reported shaft break was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed, moderately calcified and moderately tortuous anatomy causing the reported failure to advance and subsequent stent dislodgement. Upon removal the tip was reportedly torn and the stent appeared damaged which was likely due to interaction with the difficult anatomy and/or device accessories during attempted advancement to the lesion. The torn condition of the tip indicates the possibility that a portion of the tip remains in the patient; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported shaft break as it was not confirmed during return evaluation of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.